Manufacturer narrative:
An internal investigation was performed for false susceptible fluconazole (flu) results for eeq biologie prospective 2018-2a, candida glabrata, when testing with the vitek® 2 ast-ys08 test kit. Identification of the submitted organism was confirmed and testing included two ast-ys08 cards from different random lots: lots (rl1 2880394203 and rl2 2880381203) as the customer lot 2880297203 was expired. Broth microdilution (bmd), which was the method used for fluconazole development (formulary flu02n) on ast-ys08 card, was flu mic = 64 mg/l r. Bmd confirmed a resistant result as intended by the eeq survey. Testing with vitek 2 v7.01 ast-ys08 card (aes parameters : casfm eucast 2016 + phenotypic): the isolate was subcultured on cba medium, under o2 atmosphere. No result was obtained for fluconazole due to the limitation of this card. A result for an antibiotic/organism (fluconazole/c.glabrata) combination which may have a limitation may be suppressed from reporting. The lab report instructs the user to "perform an alternative method of testing prior to reporting of results." The instructions for use (046699-01) states: "perform an alternate method of testing prior to reporting results for the following antibiotic/organism combination(s): fluconazole (flu02n): candida glabrata. Conclusion: the vitek 2 ast-ys08 card, has a limitation for the fluconazole / candida glabrata combination. The test report and IFU instruct the user to perform an alternate testing method. The vitek 2 ast-ys08 card performed as expected.

Event description:
A customer in (B)(6) notified biomérieux of false susceptible fluconazole results for eeq biologie prospective 2018-2a, candida glabrata, when testing with the vitek® 2 ast-ys08 test kit. The customer obtained a susceptible result, mic=2. The expected result for this survey strain is resistant. The customer retested the strain and obtained the same susceptible result, mic = 2. There is a limitation for flu02n on the ys08 card against c. Glabrata that states: perform an alternative method of testing prior to reporting of results. However, this customer is running software version 7.01. There was no default bioart rule in this version for the candida glabrata limitation. A mar has been issued instructing customers to add a bioart rule for this limitation. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.